Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 8.3 mmol/l at the time of the incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states they did press a button down for 3 minutes and they were able to clear the alarm. Customer stated using the up and down arrow allows them to navigate screens and block mode was inactive. Customer stated insulin pump keypad was peeled. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with peeling keypad overlay. Device received no button response (act) due to corroded keypad traces.